Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the physician expressed difficulty positioning the right ventricular (rv) lead during implant due to low sensing and difficulty moving the helix. The rv lead was implanted. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.